Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that currently is in the hospital, and no additional details was giving. Initially, the customer stated that the insulin pump was not consistently delivering insulin. The customer stated that the infusion set and reservoir were changed as well he has used the insulin in a manual injection. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.